Manufacturer narrative:
PMA/510(k) was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4's. It was noted that the patient had tortuous anatomy. During the procedure, the physician advanced a pod4 into the target vessel using a lantern delivery microcatheter (lantern) without any mention of resistance but decided to retract the coil for repositioning. While the pod4 was being retracted, it unintentionally detached and deployed in the hepatic artery. Therefore, the physician attempted to use a snare device to remove the detached coil but was unsuccessful. The pod4 was left in the hepatic artery and the procedure was then completed by placing a stent device through the coil mass. There was no noted damage to the lantern after removal. Additionally, there was no report of an adverse effect to the patient.